Event description:
It was reported via repair work order that the scale was inaccurate and the bed exit would not function due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.